Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the top case was chipped and front side was bowing outward, bottom case was cracked, plunger case was cracked and the cord clamp was broken. Review of the event history log showed an occurrence of travel reverse error; check clutch/plunger level. The event history log also showed multiple instances where the plunger position moved more that 0.010" between check clutch and infusion stop. Functional testing involved occlusion testing. The reported error was not duplicated during the investigation. According to the investigation, this issue was a result of a user error when the customer induced the travel reverse error check clutch by pressing the plunger lever and extending plunger head during infusion. Beyond device repair, no further action will be taken on this issue.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "power cord retainer, clutch issues, and cases are bad". No patient injury reported.